Manufacturer narrative:
The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No sensor alarm and no weak signal alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer has scratches on the display and she is having a hard time reading the screen. Customer's blood glucose levels at the time 188mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.